Event description:
It was reported during theprocedure that after repositioning the lead, the helix could not be extended or retracted. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.